Event description:
It was reported the patient received shocks for ventricular fibrillation. When interrogated, the defibrillator reported invalid data for the episodes. The data was later able to be retrieved from the device memory. The defibrillator remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported the patient received shocks for ventricular fibrillation. When interrogated, the defibrillator reported invalid data for the episodes. The data was later able to be retrieved from the device memory. The defibrillator remains in use. It was later reported that the device was removed and replaced with a new device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data collected from the device was analyzed and revealed that there was a diagnostics problem. The s2d file (B)(4) shows "??? Invalid data received for episode." On the programmer for episode 64 on (B)(6) 2012. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed - the device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data collected from the device was analyzed and revealed that there was a diagnostics problem. The (B)(4) shows "??? Invalid data received for episode." On the programmer for episode 64 on (B)(4)-2012.